Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that patient returned to clinic 5 months after placement for uncover #29. Abutment would not engage, placed different abutment.

Manufacturer narrative:
One heal collar 4.5x5.5, 3mm (hc453) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing was performed using an applicable in-house implant. The devices engaged and disengaged as normal. No pre-existing conditions were noted in the per. The device was intended for tooth # 29 (universal). X-ray or picture images were not provided, and no other information was provided. Appropriate documentation was reviewed. DHR review for the lot (2021030446) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021030446) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur, and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.